Event description:
The surgical lead was replaced, and the old lead was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that there was a return of pain. Hcp states that patient has been seeing another physician. States that he is saying she needs to trial a new system. Patient is complaining that she is not getting coverage in her chest wall where she needs it or used to get it. Hcp plan to check her connections and test her on the table to see if they can get the stimulation in her painful areas. 2023-05-03 (B)(4): information was received from a patient and manufacturing representative (rep). It was reported that patient has been having ongoing issues regarding not getting stimulation coverage where she once had it. She has two contacts that are over impedance electrode 9 and 10. She also now is getting oor at .9 before she is even able to feel stimulation. The rep bypass with my tablet with instructions that if she turns down, she will not be able to turn up. The stimulation was in the incorrect location. The rep tried to reprogram coverage, but is unable to get stimulation to where the patient once felt it. Patient will be scheduled for a lead revision to replace the lead.

Manufacturer narrative:
Concomitant medical products: product ID 977c265 lot# serial#(B)(6). Implanted: explanted: product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 03-may-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.